Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46011. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint of error code 46011. No previous repairs noted in the last 12 months. The reported error code was found once in the event log history but was not replicated through testing. Upon further investigation, found downstream occlusion (dso) seal was delaminated, and upstream occlusion (uso) seal was over glued. The device was repaired by replacing dso seal and uso seal. Performed the dso/uso sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed.